Event description:
Diagnosed with silicone poisoning from the silicone shell of pt's saline filled breast implants. They have lost their job and everything that resembles their life. The symptoms are extreme and life altering. They are: fatigue, extreme cognitive difficulties, memory loss, hair loss, swelling and pain in bones, joints and muscles, fainting, insomnia, asthma, rashes, "flu tubing" constantly, fevers daily, night sweats, blurred and temporary loss of vision, too may to list.